Manufacturer narrative:
The device will not be returned for evaluation and no photographic evidence was provided therefore the reported event cannot be verified. The manufacturing documents from the device history record have not been reviewed because the lot number is not known. The lot history review was not conducted because the lot number is not known. (B)(4). Per the instructions for use, the user is advised the following: that to prevent accidental burns, do not activate generator until electrode is secure and directed at target tissue. Turn off generator before attempting to remove this extender. The user is also advised that improperly installed electrodes may result in injury to the patient or operating room personnel from arcing at the pencil/ electrode connection. Ensure this extender and electrodes are properly installed. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
This complaint was created due to the receipt of a medwatch report ((B)(4)) on 26jan23. The current complaint database has been researched for this event and there were no findings. The report was found to be written against 138026, extender,elect,5"lng,reus,5/pk. It was stated that the device was being used during an orophayngeal surgical procedure that occurred on (B)(6) 2022. The report stated, ¿during complex orophayngeal surgical procedure, the patient was inadvertently burned on the inside of his cheek due to an improper seated attachment of the extender onto the bovie unit. Metal was exposed in the connections causing the burn. The extender was difficult to fit onto the bovie.¿. Further assessment questions found that the degree of burn is 2nd degree and the procedure was completed without any delay. There was no report of medical intervention or hospitalization for the patient. The patient status was listed as ¿stable¿. This report is being raised on the basis of injury due to 2nd degree burn of patient inside the cheek.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
This complaint was created due to the receipt of a medwatch report (B)(4) on 26jan23. The current complaint database has been researched for this event and there were no findings. The report was found to be written against 138026, extender,elect,5"lng,reus,5/pk. It was stated that the device was being used during an orophayngeal surgical procedure that occurred on (B)(6) 2022. The report stated, ¿during complex orophayngeal surgical procedure, the patient was inadvertently burned on the inside of his cheek due to an improper seated attachment of the extender onto the bovie unit. Metal was exposed in the connections causing the burn. The extender was difficult to fit onto the bovie.¿. Further assessment questions found that the degree of burn is 2nd degree and the procedure was completed without any delay. There was no report of medical intervention or hospitalization for the patient. The patient status was listed as ¿stable¿. This report is being raised on the basis of injury due to 2nd degree burn of patient inside the cheek.